Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The blades opened and closed properly. The instrument pass energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was full functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the team identified a defect on the tip cover placed around the monopolar curved scissor. They described that the defect looked like an energy burn from the own instrument. They were not using another energy instrument during that moment. As soon as the defect was identified, they asked for the replace of the tip cover and isolated the defective tip cover for isi examination. The monopolar curved scissor continued working adequately so they continued using the instrument for the whole procedure. Due to the irregular event and since it was the last use of the instrument, such monopolar curved scissor was also isolated for isi examination. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.